Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed anesthesia had been administered to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs the 319 error was found on the axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expect. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the rolling loop fiber, replicating the reported event. The complaint regarding a 319 error was confirmed by failure analysis. The probable root cause is attributed to the rolling loop fiber in the usm.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer encountered a non-recoverable fault 319 on the universal surgical manipulator 2 (usm2). The customer attempted to resolved the issue by power cycling the system and disabling the usm2 but the error remained. The technical service engineer (tse) confirmed with the customer that it was possible to conduct the procedure with three usms, then guided the customer to move the usm2 away from the patient and power cycle the system while holding the usm2 clutch button. It was then possible to disable the usm2 and proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: customer stated that the procedure hadn't started and they were able to complete the procedure robotically by using arms 1, 3 and 4. The procedure was not converted to laparoscopy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.